Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip would not release from the catheter. It was reported that the spring inside the handle came out. The clip released after manipulating the internal wire and the procedure was completed at this time. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Imdrf device code: a15 captures the reportable event of clip difficult to release from the catheter.